Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint.

Event description:
It was reported that there was foreign material in bd vacutainer® sst¿ blood collection tubes . No report of injury or medical intervention. No report of blood exposure to mucous membrane.